Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is filed on october 10, 2016. Registration number 3009092818 exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced tenderness around the abutment site, however the issue could not be resolved; subsequently the patient was administered topical steroids (date and duration not reported). The implanted device remains.